Event description:
It was reported that the patient received inappropriate shock for a non-ventricular tachycardia/fibrillation (vt/vf) rhythm. Programming changes were recommended.

Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
New information received notes the recommended programming changes were completed. The patient was being monitored remotely. There were no complaints since programming changes. The patient was stable.